Event description:
It was reported that the patient became symptomatic with pounding in the chest and shaking hands. The right ventricular lead warning sounded for a polarity switch to unipolar and low impedance was noted. It was additionally reported that the lead was kept in unipolar, but changed ventricular capture management to weekly. Now, pocket stimulation could be seen and high thresholds were noted. The lead remains in use for further evaluation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.